Event description:
Information was received indicating that a smiths cadd-solis vip ambulatory infusion pump displayed error code 41171. There were no injuries or adverse events reported.

Manufacturer narrative:
Additional information was received on 23-oct-2019 indicating that the event occurred during testing. Device evaluation completion date: 25-oct-2019. Device evaluation: one smiths medical cadd solis vip pump was returned for analysis with no physical damage noted on the device. Event log history was attempted but the event log was unable to be downloaded. During analysis, the customer's reported complaint regarding "error 41171" code was able to be duplicated at power up. The cause of the reported problem was noted to be faulty printed wire assembly (pwa) board. Service will replace the pwa to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.